Manufacturer narrative:
Upon investigation of this incident, the technical support specialist (tss) confirmed that by fixing the network issues hospital information technology team resolved this issue no further investigation required for this device. Tss provided the deployment guide. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server users were unable to login to the server and station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a, g, c and manufacturer narrative. Upon investigation of this incident, the technical support specialist (tss) confirmed that the issue was resolved by the hospital¿s information technology (it) team, who addressed the underlying network connectivity problem, and no further investigation required for this device. Tss provided the deployment guide as well. The system functioned as intended after the hospital information technology team resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server users were unable to login to the server and station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.